Event description:
It was reported that when the asymptomatic patient presented via a merlin.net transmission, non-sustained ventricular oversensing episodes were observed. The noise appeared to be intermittent and random. At a later date the patient presented to the ER after receiving multiple inappropriate shocks caused by the rv lead noise. The physician has not decided whether or not to remove the lead. No further information is available.

Manufacturer narrative:
(B)(4).